Event description:
It was reported by a lay user that during a rescue attempt on a patient, an AED (serial number (B)(4)) was on scene within a minute, but that AED had a service code and a second AED (serial number (B)(4)) which arrived within minutes was used. The second AED appropriately advised and delivered a shock to the patient. It was further reported that the paramedics who arrived, shocked the patient 11 more times with their AED, but the patient was not resuscitated. A review of the electronic data from the AED (serial number (B)(4)) indicates that the service code was likely induced by the user who pressed the shock button while powering on the AED. It must be noted that the presence of this user induced service code would not have affected the unit's ability to deliver therapy should that AED have been used. The service code was cleared the following day when a user initiated a successful manual self-test of the device. Examination of the history files for AED serial number (B)(4) indicates that no other warnings or error were present before or after this march 11th event.